Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had scratches on glass which makes hard to see. Customer¿s blood glucose was unknown at the time of incident. The insulin pump had no delivery alarm. Troubleshooting was not performed. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, operating current test, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected battery power loss anomaly and no delivery alarm during test noted. Device received with cracked battery tube threads and minor scratched lcd window. (B)(4).